Event description:
A cartridge alarm was reported by the customer, which had previously occurred with the same pump serial number. The customer's blood glucose level did not exceed 500 mg/dl, remaining within a normal range. Technical support arranged to replace the customer's pump with an updated version and provided guidance on returning the faulty pump. The customer was informed about the training available for the new pump and chose to use multiple daily injections as backup therapy. The customer understood the instructions and acknowledged the resolution.